Event description:
On (B)(6) 2011, additional information was received when the nurse practitioner reported that the increase in seizures was first noticed in (B)(6) 2011. The most recent diagnostics showed eri=yes. She also provided clinic notes from (B)(6) 2011. The clinic notes state that over the past week the patient's seizures have increased and that the patient is concerned the vns may not be working, as she can no longer feel it when she uses the magnet. The patient reported compliance with epilepsy medications. The patient's settings were output=2.75ma/frequency =25hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=3ma/magnet on time=60sec/magnet pulse width=250usec. The patient is being referred for surgery. The patient went for battery replacement surgery on (B)(6) 2011 due to eri=yes. The explanted generator was not returned to the manufacturer for product analysis as the surgeon reported that he discards the devices.

Event description:
On (B)(6), 2011, a vns implanting surgeon's nurse reported that the vns pt was having their generator replaced due to increased seizures. The pt's programming history was reviewed and based on the pt's last setting of output=2.75ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=3ma/magnet pulse width=250usec/magnet on time=60sec, the battery longevity tables revealed that the battery should last approximately around 2.8 yrs from date of implant until eos. Although surgery is likely, it has not yet occurred. Good faith attempts for additional info from the physician regarding the pt's increased seizures have been unsuccessful thus far. When additional info is received, it will be reported.

Event description:
On (B)(6), 2011 additional information was received when it was discovered that the patient's lead impedance after surgery was within normal limits.